Manufacturer narrative:
E1 - address. (B)(6).

Event description:
It was reported that the subject device had a flickering panel. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11 corrected fields: e1 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: alarm and blackout due to failure of the cr board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.